Event description:
The surgeon reported that the suture frayed/broke during an abdominal aortic aneurysm procedure. It looked like a "split end". The surgeon subsequently removed the suture and used another one to complete the procedure with no adverse consequences to the pt.